Manufacturer narrative:
Tracking #.50575. Based on the functionality testing and the visual examination, the instrument was rec'd with 1 staple in the nose. Two add'l staples were fed and removed and then it jammed. Three add'l staples were removed from the nose and it fired the remaining 5 staples in good condition. No conclusion could be reached an to how the staples became jammed.

Event description:
It was reported during a laparoscopic hernia repair the staples jammed. Another ems stapler was pulled to complete the case. There was no consequence to the pt.